Manufacturer narrative:
Investigation: a total of 206 samples were returned in different packaging. Returned samples, returned samples ¿ non-bd products a review of the device history record revealed no irregularities during the manufacture of the reported lot # 7111357. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Visual inspection was performed on all the samples. The summary of the results are stated as below. 90, not in any primary packaging, white fm = 5 pcs embedded fm = 1 pc. 50, in opened primary packaging, white fm = 2 pcs embedded fm = 2 pcs. 50, in opened primary packaging, embedded fm = 1 pc. 14, in opened primary packaging, no fm found. Note that 2 non-bd products were returned in opened packaging that were stick on the shelf carton. Brown embedded fm was found in the needle cover. Loose white powdery fm was found on the needle cover. Embedded fm and white fm found loose white powdery fm was found. The white powdery fm is more likely from the top web material. A (B)(4) has been issued to the top web supplier. Brown embedded fm was found in the needle cover. A (B)(4) has been issued to the needle cover supplier for further investigation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd angiocath plus , there were foreign particles. There was no report of injury or medical intervention.